Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the rfu showed a blinking red "x" indicating low battery.there was no reported adverse patient impact.